Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. In addition, the following reportable malfunctions were identified during the device evaluation: yellowish illumination (a poor quality image is displayed) and corrosion found on the air/water channel and auxiliary port. Based on the results of the investigation, the most likely cause of the corrosion and no image was unable to be determined. The most likely cause of the poor quality image and yellowish illumination was discoloration of the light guide lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had noise on video image and one light was off. There were no reports of patient harm.